Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported that patient was injected with 0.5cc juvéderm vollure¿ xc in the lips. It was stated that the patient had a ¿vascular occlusion.¿ additionally, the patient was treated with hylenex by injection, 81 mg of asa taken by the oral route, and more hylenex was given. The symptoms did resolve.

Event description:
Healthcare professional reported that patient was injected with 0.5cc juvéderm vollure¿ xc. Additionally, the patient was treated with hylenex by injection, 81 mg of asa taken by the oral route, and more hylenex was given. The symptoms did resolve.

Manufacturer narrative:
Continued h.6. Investigation code: b18. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Additional, corrected, and/or changed data.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported that patient was injected with juvéderm vollure¿ xc (volift) in the lips. It was stated that the patient had a ¿vascular occlusion.¿ status is unknown.